Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 15929888.

Event description:
It was reported that the patients lead had high impedances. The patient underwent an explant procedure. The explanted leads will not be returned as they were kept by the medical facility.